Event description:
The customer reported that the images were grainy and would blank out resulting in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was replaced and the camera focus was adjusted. The system was then found to be operating as intended.